Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that fast rate response was observed. The v-a interval was faster than expected. Programming changes were recommended. No further information was provided.